Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received. The lot number for the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
It was reported that a abutment screw fractured in two parts, the missing lower fractured part was lost by the patient. The abutment screw was replaced same day of the visit because the dentist had an alternative abutment screw. No patient impact was reported.